Event description:
Tech alleged siderail on left foot not staying up and is not locking. This was caused by debris causing locking mechanism to stay open. Tech repaired all siderails by installing siderail inline spring kit. No pt/caregiver impact.